Manufacturer narrative:
UDI incomplete: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of 135 ohms, which is high out of range, and the measurements are trending upwards. The health care professional (hcp) requested considerations for screening for the implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system and keeping the current transvenous system. Technical services (ts) reviewed the event and discussed several recommendations. Additional information was received. It was mentioned that the implantable cardioverter defibrillator (ICD) was programmed off and directions were requested on how to perform screening for an s-ICD system. Ts provided further recommendations. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI incomplete: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of 135 ohms, which is high out of range, and the measurements are trending upwards. The health care professional (hcp) requested considerations for screening for the implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system and keeping the current transvenous system. Technical services (ts) reviewed the event and discussed several recommendations. The rv lead remains in service. No adverse patient effects were reported.